Event description:
Customer reported on (B)(6) from the UK that her elvie stride had casused pain and mastitis. The cutomer alledged that the breast sheild rubbed her nipple and caused soreness. The customer also advised that they spoke with a lactation specialist who suspected that her breasts were not being fully emptied by the pump and therefore had developed mastitis. The customer was prescribed treatment for mastitis.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have been working through troubleshooting advice with this customer. To date, the device remains in use with the customer. If any additional information is found to support the investigation, a follow up report will be sent.